Event description:
The customer's husband stated that the customer was experiencing high blood glucose levels. The husband reported a blood glucose reading of 456 mg/dl. Troubleshooting was performed. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.